Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the indicator wire of a 5f exoseal vascular closure device (vcd) was deployed in the reverse direction, preventing the wire from engaging the vessel wall and resulting in no change in the indicator window, which made the device unusable. There was no reported patient injury. Multiple consecutive failures were reported from the same lot. This issue resulted in a major customer complaint regarding product reliability and safety. At the customer¿s request, all affected products have been collected, and verification of the defect has been requested. The device will be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: as reported, the indicator wire of a 5f exoseal vascular closure device (vcd) was deployed in the reverse direction, preventing the wire from engaging the vessel wall and resulting in no change in the indicator window, which made the device unusable. There was no reported patient injury. Multiple consecutive failures were reported from the same lot. This issue resulted in a major customer complaint regarding product reliability and safety. At the customer¿s request, all affected products have been collected, and verification of the defect has been requested. Additional information was requested but not provided. One non-sterile exoseal vascular closure device 5f involved in the reported complaint was returned for investigation. Visual inspection of the device showed that the deployment lever was received not depressed, while the guard was not locked. The plug was in a manufacturing position, and the indicator wire was received not deployed. No catheter sheath introducer (csi) was returned for this evaluation. Finally, it was observed that the indicator window was received in the black/white position. During this visual analysis no additional anomalies were observed to be reported. The guard was first locked to perform an indicator wire deployment simulation, and no issues related to the reported event were observed, as the indicator wire deployed as expected after the guard was locked. Subsequently, a deployment simulation evaluation was conducted after locking the guard and deploying the indicator wire. During this analysis, the indicator wire was pulled to reach the black/black position in the indicator window. The deployment lever was then fully depressed, resulting in the indicator wire retraction and the expected plug deployment. The indicator window black/white and red position was also successfully achieved. A high magnification evaluation of the indicator wire loop and internal mechanism was performed, and no abnormal conditions were observed. The reported event of ¿indicator wire damaged loop¿ was not observed through analysis of the device received as the indicator wire was able to be successfully deployed and no anomalies were noted to the loop and internal mechanism. Based on the information available for review and product analysis, it is not possible to determine what factors may have contributed to the event reported since the returned device did not match the event description. It was reported that the indicator wire deployed in the reverse direction, preventing the wire from engaging the vessel wall; however, the device was received with the cowling guard unlocked and the indicator wire not deployed. It is unknown what issue the customer may have experienced with this product. It should be noted that since the cowling guard on the received device was not locked, it is expected that the indicator wire would not be deployed from the unit. Unspecified procedural, handling, and/or anatomical factors may have contributed to the reported issue. According to the instructions for use (IFU), the user is instructed to use the left hand to anchor the vascular sheath introducer and the exoseal vcd in a stationary position. Based on the information available for review, there is no indication to suggest that the reported failure could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.